Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: the black box begins on 2017-02-07. Due to continuous use of the pump the black box data for the event has been overwritten. No valid loss of prime events observed in the current black box data. An ezprime and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.